Event description:
A medtronic abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 56 months ago. Aneurysm and vessel morphology from the time of implant are unknown. At the time of the implant, the right limb was extended into the external iliac artery, and the left limb had fixation to the left internal iliac artery. It was reported that the stent graft had migrated distally and was found approximately 1 cm below the renal arteries, resulting in a proximal type I endoleak. At the time of migration, the aneurysm was 6.4 cm in the diameter, and the aortic neck measured 27 mm in diameter without angulation. The stent graft migration was attributed to aortic neck dilation from disease progression. The physician elected to implant a 32 mm diameter endurant cuff, which resolved successfully the endoleak and migration. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (endoleak, graft migration). Results and conclusion: (aortic neck dilatation and disease progression).